Event description:
It was reported that during a lobectomy procedure, the device produced an incomplete staple line that resulted in bleeding. Another device was used to completed the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 07/18/2007. Information anticipated, but unavailable at this time.